Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon inflation at 12 atmospheres for about 5 seconds. The device was removed along with the guidewire, and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from the distal tip. The catheter is compatible with a 0.035in (0.89 mm) guidewire. The investigator was unable to advance the guidewire through the device as it seemed to be restricted at 660mm proximal from the distal tip. The investigator was unable to flush the device. The device was soaked in the water bath at a temperature of 37 degrees celsius to investigate, as it may have been media that was restricting the guidewire from advancing through the device. When the device was removed from the water bath, the investigator was still unable to advance the guidewire through the device, which could potentially, be where the inner is damaged and resulting in the di water exiting the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the femoral artery. A 5.0 x 150, 135cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured upon inflation at 12 atmospheres for about 5 seconds. The device was removed along with the guidewire, and the procedure was completed with another of the same device. There was no patient complications reported, and the patient was stable after the procedure.